Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV. Device remains explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade ii/IV.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(6) :covid-19 quality plan - complaint handling.

Event description:
Physician further reported right side was ruptured. The device has been replaced and discarded.